Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the pins on the battery pca were pushed in and the battery won't stay connected. There was no reported patient or user involvement and no adverse patient/user impact.